Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings:inspection found the audio bolus button cover to be missing from the pump. Audio bolus button response was unable to be investigated due to the missing cover. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed the audio bolus button cover was missing and a display issue. This report is made based on results of investigation completed on 11/14/2013.